Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be duplicated. The root cause is unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was getting an error for the air detector. There was unknown patient information.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.